Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was then returned to the customer for use. The removed therapy pcb assembly was further evaluated and the cause of the reported failure was determined to be a cracked filter, designator fl29.

Event description:
The customer reported that the device had its service indicator illuminated and had logged an event code. Upon evaluation, it was observed that the device was only delivering a monophasic shock. This is indicative of a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue. Physio-control has conducted a retrospective review of this type of reported failure, based upon a review of our interpretation of reportability as a result of thorough consideration of feedback from FDA. We have reached the conclusion that this type of failure is reportable, even though the reduced energy monophasic waveform that is delivered is clinically effective. As a result, all similar failures will be reported as MDR¿s.